Event description:
We have received a product report involving a non-(B)(6) product and are sending you the information in accordance with 21 cfr 803.22. Below is a brief description of the information received. According to the literature article, ¿a retrospective study reviewing patient with chest to back tunneling at (B)(6) medical center from january 2020 to october 2024. This method was used for patients that self-removed medical devices due to alteration in cognitive status. There was a total of 46 out of 47 patients successfully received ctb-tunneled venous access devices. The mean age was 65 (ranging from 5 to 98 years). There were 24 (51%) female and 23 (49%) male patients. Ctb tunneling was unable to be completed in one case due to severe patient agitation. Out of the 46 patients, 44 used a competitor's catheter, there were 3 dialysis patients and 2 were noted to have received a 14.5 french cuffed palindrome catheter. Three patients developed fungal infections receiving total parenteral nutrition (tpn). It is important to note that the three reported catheter-related fungal infections occurred across all three types of catheter materials. It was stated that all major catheter-related complications occurring during hospitalization such as infection, venous thrombosis were reported and recorded. The diagnosis of catheter-related blood stream infection (crbsi) was based on paired cultures (from the lumen of the catheter and from the peripheral blood), according to the method of delayed time to positivity (dtp). The diagnosis of catheter related venous thrombosis was based on ultrasound examination of the veins, performed only in case of local signs or symptoms suggestive of venous thrombosis. There was no reported symptomatic deep vein thrombosis. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).